Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Quality personnel were unable to duplicate the complaint. The attachment then was disassembled and microscopically inspected to find a possible cause for the rise in temperature. The cap and set assembly exhibited slight corrosion and lacked lubrication. Head tail, tail, main drive dog and set gears were slight to moderately worn and also lacked lubrication. The cap button underside and set pusher displayed a wear mark which indicates a possible contact point with cap button. All bur end bearing components lacked lubrication. Although the attachment was in operational condition, the inner components indicate that a lack of maintenance may have contributed to the increase in temperature reported by the complainant.

Event description:
In this event a doctor reported that an estylus1:5 ca attachment overheated. There was no injury or intervention.